Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that there was no fluoro with the cardiac system. There was no report of pt injury.